Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 503 mg/dl, 310 mg/dl, and 220 mg/dl. A result of 150 mg/dl was also obtained on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva combo system (lot number 492196, expiration date 07/31/2015). (B)(4).